Event description:
It was reported that the patient's trial started over a week ago. Reports patient was unable to increased stimulation. Patient had 3 different programs without any benefits, no sensatory response since implant. Caller reports she had changed out the ens (external stimulator) and controller batteries, continues to see cannot provide desire setting. Reports she had also reset in clinician mode, changed polarities and programs, reports patient cannot increased amplitude pass 3.6 volts and 5.4 volts on both programs. Caller reports using simple bipolar pairs 3 positive+0 negative- 3.1volts/210pulse width/14hertz. Caller reports the connection between the percutaneous extension and twist lock appears connected. Additional information reports on the first day the patient experienced greater than 50% symptom reduction, with no amp limit present. Second day and forward 0 symptom reduction. The cause of the event was the lead had come out of protective boot and casing inside patient. Troubleshooting in office did not result in any repair to the amp limit on the verify system. Surgery already scheduled to either remove stage 1 lead or move forward to stage 2. Intraoperatively the boot issue was noticed and lead tested both motor and sensory response positive. Stage 2 was completed per doctor. The patient will see doctor back in office in 4 weeks for follow up.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID 3537, product type programmer, patient. Product ID neu_ens_stimulator, product type external neurostimulator product ID neu_unknown_lead. Product type lead. (B)(4).

Event description:
Additional information received reports the patient was not receiving effective therapy. The patient needs to be reprogrammed.